Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a proximal segment of the lead 12 cm long was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that immediately after the rv lead extraction, a transesophageal echocardiogram (tee) showed the right ventricle was not contracting. There were no signs of pericardial effusion or tamponade. The patient was placed on extracorporeal membrane oxygenation (ECMO), intubated, a temporary mechanical heart pump was implanted, and the patient was transferred to the intensive care unit (ICU). The next day, life support measures were discontinued and the patient subsequently expired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with device toning which was a lead integrity alert (lia) due to undefined high pacing impedance and sensing integrity counter (sic) with one thousand three hundred and twelve short v-v intervals in addition to one hundred fifty-two high rate non-sustained (hrns) episodes and one hundred forty-one non-sustained ventricular tachycardia (nsvt) episodes. The lead also exhibited out of range (oor) spiked pacing impedance. A fracture was suspected in the low voltage portion and reprogramming was performed. It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.